Event description:
It was reported that customer received a battery out limit alarm. Customer also experienced an off no power when on call. Customer's blood glucose was 315 mg/dl. After troubleshooting, customer was advised to monitor insulin pump and that battery cap would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.